Event description:
Adverse event(s): "no pt impact" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A facility reported that a system message was displayed during set-up. The system also had no sound. The system was switched out and the surgery was completed without complications.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4)